Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined. The foreign material could not be identified and the cause of the material remaining in the device could not be specified. There was no damage to the area where the foreign material was detected and it was confirmed that reprocessing was performed according to the instructions for use (IFU). The event can be detected and prevented by handling the device in accordance with the following IFU: evis exera ii gif/cf type 165 series operation manual chapter 3 "preparation and inspection" shows how to detect the event. Evis exera ii gif/cf type 165 series reprocessing manual "cleaning, disinfection and sterilization procedures" shows how to prevent the event. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the olympus gastrointestinal videoscope had problems with the aspiration system. The issue was found during a diagnostic procedure. There was an unspecified delay in completing the procedure. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: the nozzle had foreign material. There was no report of patient injury or medical intervention associated with this event. This medical device report (MDR) is being submitted to capture the reportable malfunction found during the device evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed due to the foreign material in the nozzle. In addition to the reportable findings documented in b5, the additional device evaluation findings are as follows: the suction cylinder had no color, the mouthpiece was corroded, the electrical connector was corroded due to water leakage, the play of the up/down knob was out of the standard value due to wear of the angle wire, the plastic distal end cover had a scratch, the adhesive around the objective lens and the light guide lens was discolored, the light guide lens had a stain, the adhesive on the bending section cover had a crack, and the connecting tube had a scratch. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.